Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a cerelink sensor (ID 826850) was implanted in a 54-year-old male patient who had experienced a hemorrhagic stroke involving the basal ganglia. On august 16, while the bedside nurse was repositioning the patient to change the linens, the cerelink monitor began alarming. The error code displayed was: ¿sensor or extension cable failure! Disconnect and replace cable or sensor.¿ the nurse followed standard troubleshooting procedures. She confirmed that the EKG lead was intact and secure, though she replaced it as a precaution. She then powered off the monitor and rebooted it three times, but the same error code continued to appear. She checked the connection between the icp extension cable and the microsensor, which was secure. Despite replacing the icp extension cable, the error persisted, and the alarm continued to sound. The sensor was originally implanted on (B)(6) 2025, and removed on august 16, 2025. The patient did not exhibit any signs or symptoms related to the device issue. As of the latest update, the patient remains in critical but stable condition following the basal ganglia bleed. Additional information: implant location: "tunneled - parenchyma" was the integra/codman icp monitor connected to a patient monitor: "yes" was the patient lead always connected: "yes" description of the failure: "patient was being turning having their sheets changed. Alarm went off and error code, ¿sensor or extension cable failure!¿ disconnect and replace cable or sensor.¿

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was returned for evaluation. Device history records - the product code 826850 with lot 7365394 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - catheter stretched 24.9 to 26.9 cm from connector end and internal wires broken. Catheter crimped 5.9, 16.8 and 24.4 cm from distal tip. Icp express: no transducer detected; cerelink monitor: sensor or extension cable failure. No further testing possible. Root cause analysis: the issue of the complaint was confirmed. The possible root cause for this issue reported by the customer could be due to design of icp probe is not robust, and integrity breaks down over time can also be due to mishandling of the catheter.

Event description:
N/a.